Manufacturer narrative:
Initial and final (B)(4) - device 5 of 7.

Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that the patient faced seven infusion sets leakage events on (B)(6) 2025 in the cannula. Events occurred within 3 hours of insertion. The insertion site was the abdomen. Patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-11167. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009812, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6009812 was manufactured according to the work instruction (wi) version 118 and manufactured in the line inset 1 on 30/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.